Event description:
Medtronic received information that on two occasions it was observed during set-up, that the vacuum relief valve in the custom tubing pack had been incorrectly assembled in a reversed orientation. On one of the occasions, the valve was re-assembled into the correct orientation and the tubing pack was used throughout the case. The second tubing pack was returned to medtronic for evaluation. There was no consequence to the patient.

Manufacturer narrative:
Analysis: a visual inspection of the returned product was performed and showed the vacuum relief valve to be incorrectly installed regarding flow direction. Conclusion: the product was out of specification and was related to the report. The product with incorrect assembly was not used for clinical care. There was no patient involvement.